Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 liner could not be seated into the shell. This surgery was finished with backup product. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows damage (gouge) is seen on the backside near the rim feature. Review of the device history record identified no deviations or anomalies during manufacturing.   Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.